Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. The device was recertified and returned to the customer. Review of the clinical logs showed no instances of pad related errors. However, when the first shock was delivered the logs showed a patient impedance of 194.00 ohms and two minutes later the device was able to deliver a second shock with a patient impedance of 73.00 ohms. This suggests a possible air pocket between the pads and the patient. However, this could not be firmly established as the electrode pads used in the event were not available as part of this investigation. Analysis of reports of this type has not identified an increase in trend. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), after the shock was delivered to the patient, a loud "pop" noise was heard. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.